Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hepatectomy, the tissue pad was quickly burned and detached. It was necessary to discard the device and open a new one. There was no consequence to the patient.